Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No relevant clinical information was provided for inclusion in this medical investigation. Therefore, a thorough medical investigation could not be rendered nor could the root cause of the reported failure be determined. The impact to the impact to the patient beyond that which already been reported cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this complaint would be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during the procedure, the anchor of the suturefix came out from the glenoid bone. Another hole was drilled and a backup anchor was placed. Non-significant delay was reported, and no other complications were reported.

Manufacturer narrative:
(B)(4).